Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after 1 day of this right ventricular (rv) lead was implanted, patient had a drop in blood pressure, along with vomits. An x-ray was then performed and it was found that this rv lead perforated the rv wall and caused a pericardial effusion. A lead repositioned was successfully performed and the effusion drained. Patient is recovering successfully and no out of range parameters were found. At this time, this rv lead remains in service. No additional adverse patient effects were reported. The complaint device was not returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk.